Manufacturer narrative:
Continuation of medical products: a3dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited unstable, fluctuating and high thresholds. The rv lead was capped/abandoned, remains in the patient and a different lead was implanted. The threshold decreased after a different lead was implanted. No patient complications have been reported as a result of this event.